Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the air/water supply channels and the air/water cylinders, however; it was not possible to identify the foreign matter. There was no physical damage confirmed at the places where the foreign material remained in the device. A definitive root cause was not determined. The event can be detected and prevented in accordance with the following IFU. The detection method is described in the instruction manual gif-h185 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air water tube and the air water cylinder. There were no reports of patient involvement.